Manufacturer narrative:
Since the devices are not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii devices malfunctioned. The white plunger would not depress on one of the heartstring iii devices after the safety was unlocked. The second device failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The products are not returning as they were discarded. Refer to MFR report# 2242352-2012-00394 for the related report.